Event description:
It was reported that customer experienced cgm error during sensor use. There was no reported adverse impact to the customer. Customer contacted support, received guidance to perform pump reset, completed reset with support assistance, and confirmed that error did not return, then successfully started new sensor session.